Event description:
It is alleged that during stone fragmentation procedure for single ureteral stone using a lithotripsy machine, the pt rec'd a burn. The unit delivered 5,000 shockwaves with maximum level of 9 reached. Burn noticed after procedure; procedure was completed. We were unable to get further info.